Event description:
A patient reported blood glucose results of "14.6 mmol/l, 10.3 mmol/l, and 8.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The calculated difference of these glucose results exceeds the expected value thereby indicating a potential malfunction of the meter in terms of precision. The meter was replaced.